Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a davinci-assisted surgical procedure, an on-screen error message appeared while the vessel sealer extend (vse) instrument was sealing. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after only a few minutes of using the instrument, the vse instrument became completely stuck: it did not respond to the surgeon¿s commands. It did not seal completely after the error message. A backup da vinci instrument of the same kind was used. There was no injury to the patient.